Event description:
A report was received that the physician suspected a trial pt had developed an infection following a trial. The pt was admitted to the hospital where it was confirmed that the pt had an epidural abscess. The pt was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded, and will not be returned for further evaluations.